Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site and implant date, are unknown since the serial number was unknown.

Event description:
Related manufacturing reference number: 2017865-2021-15356, 2017865-2021-15357. It was reported that the patient presented with an unspecified pocket infection. The physician alleged the procedure contributed to the infection. The pacemaker, right atrial and right ventricular leads were explanted. The patient was in stable condition.